Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent a plf in which rhbmp-2 was used. The doctor went through the psoas. There was bone growth in the psoas that was notable on a CT at 6-8 weeks. This bone growth caused the patient to "bend over" while walking. It was reported that the bone growth was resolved after one year and that the patient was clinically improved.